Event description:
It was reported that the patient presented to surgery with the following preoperative diagnoses: severe spinal stenosis, lumbar spine, multilevel and multifactorial. Neurogenic claudication. Degenerative disk disease/herniated nucleus pulposus, lumbar spine. Facet arthropathy. Obesity. The patient underwent the following procedures: decompression for stenosis, multifactorial and multilevel, to include total laminectomy, l4 and total laminectomy, l3 and cephalad laminectomy, l5 and lateral recess decompression, l2. Open reduction, segmental internal fixation with insertion of pedicle screws at l3-l4 and l4-l5 bilaterally. Posterior spinal fusion, l3-l4. Posterior spinal fusion, l4-l5. Intraoperative fluoroscopy. Intraoperative plasmapheresis. Bone graft. Coralline allograft. Application of bmp. Pedicle screw stimulation x6 screws. Application of bone growth stimulator. Per op notes, an appropriate decortication was accomplished in the usual fashion. A posterolateral intertransverse process spinal fusion was then accomplished with the use of autologous bone graft in combination with coral and supplemented by autologous growth factor that had been gleaned from intraoperative plasmapheresis performed during the case for the development of and augmentation of the posterolateral intertransverse process spinal fusion mass. This was formed in a log-type formation and then wrapped in an application of bmp, thus accomplishing all the goals of our fusion itself. This patient had greater than 750 ml non-major vascular bleeding blood loss. All bleeding had been accounted for with the use of unipolar versus bipolar coagulation. In addition, he was a very large man and had extension of his wound, both cephalad and caudad to gain access to the depth of the wound itself. Throughout the case, the patient underwent intraoperative ¿ssep/emg¿ continuous spinal cord monitoring. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.